Event description:
Caller states the he received a result of 700mg/dl on the device. The reading of 700mg/dl was not found in the device memory. Requested return of suspect device and replacement was sent.